Event description:
Pt developed a fever of 103 degrees f 2 days after treatment with device and was admitted to the hospital for intravenous antibiotics. Pt has recovered.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause infection.